Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.

Event description:
The physician reports that the crystalens trailing haptic tore. No further information was provided. Additional information has been requested from the physician.